Event description:
It was reported that a diagnostic anomaly resulting in inconsistent morphology scores despite heartbeats having very similar morphology on the electrocardiograms. An x-ray was performed to access the lead positioning and no anomalies were observed. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.